Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular lead's thresholds measurements increased resulting in loss of capture. It was later determined that the lead had pulled back as the patient is a twiddler. Subsequently, the lead was explanted and replaced. There were no additional adverse patient effects reproted.